Event description:
The complainant reported the zirconium abutment fractured in many pieces while in function. The abutment was placed at fdi site number 12, on (B)(6) 2008, the abutment failed on (B)(6) 2010. The complainant report did not indicate any pt adverse effect as a result of this failure.

Manufacturer narrative:
Only a small portion of the zirconium abutment base was returned, visual analysis under magnification revealed an uneven crack at the base where the screw head seats. According to the incident narrative, the abutment fractured into minuscule pieces. W/o the upper portion of the abutment a thorough analysis is not possible. The fracture around the base of the zirconium abutment could have resulted if a torque setting over the recommended 30 ncm was applied. Due to the inherent nature of the material, failures of this type are not unexpected. The root cause can be attributed to user technique and / or operational context. (B)(4). Product is supplied by keystone dental as a non sterile part, consequently, there is no expiration date.